Manufacturer narrative:
(B)(4). Additional information: on which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? Unk. Was there a recent conversion to ees devices in this account or with surgeon? No. The surgeon made the cut with a scalpel. The surgeon made his cut after the stapler was fired. When the stapler was removed, there were no visible staples placed. Only indications. [Circulating nurse] can only state the complication at that time which was to require a hand sewn enterotomy and extended operating room, surgery and anesthesia time and additional suturing supplies. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Although no conclusion could be reached on what caused the reported event, it should be noted that the cartridge reloads are inspected 100% for staple presence with an (B)(4) to ensure all staples are properly loaded inside each cartridge. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a left colectomy. The device was fired using standard technique. After firing, a cut was made; there were no staples. A handsewn enterotomy was created and the case was completed. No adverse consequence to the patient.